Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the revolutions per minute (rpms) increased but the flow didn't. As a result, an alternate system was employed. There was a delay of approximately twenty minutes and about 500 ml of blood was lost. The surgical procedure was completed, however, the patient expired in the operating room. Per clinical review on (B)(6) 2013 by (B)(6): a(B)(6) old male was emergently taken to the operating room for avr with CABG procedure. This patient had previous cardiac surgery in 1990 and 2001. A terumo system - 1 was used and this included a centrifugal pump as the arterial pump. A terumo custom tubing pack was used and this included a fx15 oxygenator. Setup and priming of the cpb system and circuit were without issue. The arterial cannula was placed in the femoral artery. When cpb was initiated, the maximum flow (in arterial line) able to be generated was 2 l/min. The rpm of the centrifugal pump was increased to over 3000 rpm and this had no effect on increasing the blood flow. Cannula placement was assessed and the cpb circuit was inspected for kinks, etc. No issues were discovered. The cv team elected to move the arterial cannula location from the femoral artery to the aorta. The aortic cannula was placed without issue. The aortic cannula was debubbled and when it was time to connect the arterial line of the cpb circuit to the aortic cannula, flow was not able to be generated with the arterial pump in order to fill the arterial line up to the surgical field. Even with increasing pump speeds, fluid flow was not observed. The perfusionist opened the recirculation line that was y'd off the arterial line, and flow was observed in both the recirculation line and the arterial line. When the recirculation line was re-clamped, the flow up the arterial line also stopped (even though no clamp was placed). This flow obstruction was confusing and the cardiovascular (cv) team elected to change to a whole new system - 1 and perfusion circuit kit (including the fx15 oxygenator). The aortic and/ or venous cannulae were not changed. This entire process, troubleshooting and change out delayed the procedure by 20 minutes and about 500 ml blood was lost from the original cpb circuit. After the new system was prepared and primed, cpb was initiated without issue. The procedure was completed, as scheduled. The patient was not able to be weaned successfully from cpb and the cv team placed a centrimag right ventricular assist device to provide circulatory assistance to help to wean the patient off cpb. Even with the mechanical assist device, the patient continued to experience myocardial dysfunction and hemodynamic instability. The patient expired in the operating room. According to the cv team, they are of the opinion that the flow issues experienced in the early stages of cpb was not associated with the death of the patient. The system - 1 logs were gathered and reviewed and the logs confirmed the perfusionist raised the pump rpm to high levels (>3000 rpm) in attempt to raise the blood flow. There were no alarms, errors, etc. That indicated any issues with the hardware. The disposable cpb circuit was not saved by the clinical team and thus not able to be inspected and tested by tcvs. No root causes of the flow obstruction have been established.

Manufacturer narrative:
The field service representative (fsr) performed analysis on the system, centrifugal control unit, drive motor, flow module, and pressure module. The system passed all items tested. The system operated to MFR specifications and was returned to clinical use. Log analysis confirmed the event, as centrifugal adjustments were observed that match customer statements. There were no error messages in the logs that indicate a device malfunction or erroneous operation.